Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 750 analyzer mis-read the sample ids for two different specimens in the automatic mode. (B)(6). The mis-read for each patient sample ID was identified when the instrument generated a "no match" message. No erroneous results were reported out of the laboratory. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
A field service engineer was dispatched and observed that the checksum was disabled. Fse was unable to reproduce the issue. Fse tested the system with numerous samples including the two samples in question and no issues were found. Customer is looking into enabling checksum. Per labeling, beckman coulter strongly recommends the use of bar-code checksums to provide automatic checks for read accuracy.